Event description:
Customer called to report a leak of approximately 10 milliliters of fluid from the secondary probe of the coulter lh500 hematology analyzer while running controls. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that customer had already repaired the leak prior to the fse's arrival. Customer informed the fse that there was a hole in the tubing at the main diluter panel and customer replaced the tubing to address the issue. The fse verified instrument performance to ensure that the tubing replacement effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).